Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was a shorted contact on their system. Further follow-up was conducted to determine when the shorted contact was observed, what symptoms did the patient experience (if any), what troubleshooting/actions/interventions were taken, what the cause of the shorted contact was and if it had been resolved. The company representative had no additional information.